Event description:
A physio-control service representative was at the customer's facility to complete routine preventative maintenance on their device's when the service representative found a device that had been set aside with a note stating that it had locked-up during patient use. The date of the event could not be confirmed and there were no further details about the patient, or the event, provided by the customer.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate, or verify, the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.